Event description:
Edwards received notification form our affiliate in ireland. As reported, it was a case of a 29mm sapien 3 transcatheter heart valve in aortic position by transfemoral approach. During valve alignment, a visible leak on the balloon was noted. The balloon was not attempted to be inflated at all and the valve was not deployed. Moreover, blood was noted in the syringe. Upon inspection after removal, the leakage was determined to be at the bottom of the valve frame. There were not withdrawal difficulties. The system was removed from the patient like as a single unit without cut down being needed. Finally, a new second valve was successfully implanted. As per medical opinion, the root cause of the event could not conclude what was the cause of the balloon damage.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. H3 other text : not returned.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up and additional review. Updated h6-component code. Through follow-up, it was learned that valve alignment was performed in a straight section of the aorta and that the aorta was not very tortuous, less than mild, about 10%. The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint balloon leak was unable to be confirmed due to unavailability of the returned device and/or applicable imagery . As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''during the valve alignment, it was noticed a visible leak on the balloon. The balloon was not attempted to inflate at all and the valve was not deployed. Moreover, blood was noted in the syringe. Upon inspection after removal, the leakage was determined to be at the bottom of the valve frame.'' In this case, it is possible that valve crimp section was not coaxial within the thv during device preparation. This may have resulted in the valve's interaction with the balloon, causing the valve to compromise the balloon structure and leading to the reported balloon leakage. However, due to limited information, a definitive root cause is unable to be determined at this time . No device or labeling problem was identified during the evaluation. Therefore, no further escalation is required. Complaint histories f or all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.